Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the history and trace files reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log reveals there were three (3) consecutive critical error handling pump error 35 (linenumber 65535 filenumber 65535) alarms and the third consecutive alarm that was triggered caused the critical pump error (open book image) alarm due to a broken force sensor. The broken force sensor alarms generate 3 errors on the first occurrence and then the pump is not usable to the user. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. Moisture damage was found on the motor. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and corroded battery tube. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 25-dec-2024 in the pump history file. (B)(6) 2024 15:46:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 16:20:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 16:30:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 16:48:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781), (B)(6) 2024 18:03:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 18:13:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert unknown. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 alarm - a broken force sensor was detected during seating or regular delivery. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error 35 alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.